Manufacturer narrative:
The customer returned the blade to verathon for further evaluation. The returned blade was evaluated by a verathon complaints specialist and the damage to the blade was confirmed. The contract manufacturer has requested the device history record (DHR) from offsite record storage. The blade was forwarded to verathon engineering for further evaluation. Once the device evaluation is complete, a supplemental report will be submitted in accordance with 21 cfr 803.56 with the additional information.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum lopro s3 blade, the tip broke off in the patient's mouth. The broken portion of the blade was removed from the patient and another blade was used to complete the procedure. No harm to the patient or user was reported.

Manufacturer narrative:
Verathon engineering and the contract manufacturer have completed their evaluation of the returned titanium lopro s3 blade. Verathon engineering performed a visual inspection of the returned blade and found that the weld was cracking and separating. It was concluded that the breakage was attributed to a single overload of the blade. There was no evidence of manufacturing defect and the material showed no pits, bubbles, or any other anomalies. Results of verathon's engineering team investigation were reviewed by the contract manufacturer who also concluded that the breakage was attributed to overloading. The contract manufacture evaluated their retained samples from the same lot and no anomalies were seen. A load test was performed and all design specifications were met. The device history record (DHR) for the blades production lot was reviewed and no discrepancies were found. Corrective action is not required at this time. Verathon will continue to monitor for trends.